Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56, when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during a cataract surgery during sculpting phase a powdery white and brown material came from ophthalmic phacoemulsification (phaco) tip and the ophthalmic console exhibited failure in aspiration and ultrasound. The phaco handpiece was replaced but the system has displayed an error code. The cassette was replaced and system was restarted however the issue with system was not resolved. The surgery proceeded, and the surgeon implanted the lens in the bag and observed the presence of exogenous material residue in the endothelium, which could not be removed. The viscoelastic was aspirated, leaving the anterior chamber clean. Cephalosporin antibiotic and antimicrobial medicine were applied to patients fornix. There was no harm reported to the patient.

Manufacturer narrative:
The company representative did not confirm nor replicate the reported event. The system was tested and found to meet product specifications. A non-conformance based review of the batch/lot/serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for complaints reported against this lot/batch/serial number was performed. No similar complaints were reported for the product lot/batch/serial under investigation. The system was found to meet specifications. Therefore, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).